Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 months post-implant, the surgeon reported that a decision was made to exchange the pump due to suspected thrombus. Upon explant, thrombus was observed.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.